Manufacturer narrative:
(B)(4).

Event description:
A report has been rec'd from a hemodialysis facility regarding the following incident: reportedly, within 10 minutes into the dialysis treatment, blood started squirting onto the dialysis machine. A small crack was noted in the tubing 5 inches below the venous line to the dial. There was approx one pint of blood loss. On (B)(6) 2011, additional information regarding the event was requested but no further information was made available. There is no report of the pt requiring medical intervention.